Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was inoperable. As a result, surgical intervention is expected to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction, b5 and h6: previously listed adverse event was unrelated to abbott product.

Event description:
It was reported that the patient's implanted ipg was a competitor product. As a result, the patient's ipg was explanted on an unknown date for an unknown reason.